Event description:
The wire came uncoiled during the procedure.

Manufacturer narrative:
The complaint of an unraveled guidewire was confirmed, and appears to be use related. The central core wire was broken and could be seen protruding through the coil wire. The distal end of the core wire was curved. The coil wire had also been broken. The distal section of the guidewire, with the weld tip, was not returned for eval. It appears that the guidewire was stretched beyond its tensile limits. This type of damage occurs when the guidewire is retracted or manipulated through the introducer needle and snags on the needle's beveled tip. The user should not pull the guidewire back over the needle bevel as this may damage or sever the end of the guidewire. The IFU cautions the user, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire." Gross visual observation revealed no evidence of defect or deformity related to the mfg process. A chr of lot #resk0591 showed no other similar product complaints from this lot.